Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. No segfault, no core files, no database corruptions, no abnormalities or error were observed from the logs related to the reported behavior of unexpected restart. Upsd logs also didn't capture any abnormalities. One application session was present of the issue date where site went till navigation task and no abnormalities were seen in the session as reported. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 h6: multiple annex a codes were coded for this event. A0902 was coded for the screen turning blank. A1102 was coded for the internal error message. A110208 was coded for the system restarting. H3, h6: the system was serviced in the field and no failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the screen turned blank and restarted. When this occurred, an internal error message appeared. The surgeon pressed "okay" before the site could take a photo of it. After the system restarted, there was no additional issue. There was no patient involvement.